Event description:
It was reported that the patient presented in the emergency room with extracardiac stimulation. It was observed that the right atrial (ra) and right ventricular (rv) leads were dislodged and sensing numbers on both leads were down. The ra lead was programmed off to prevent stimulation. Both the ra and rv leads were explanted and replaced. The patient was recovering.